Event description:
The customer reported that the system wouldn ot boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The isd board was determined to be the casue. The customer was provided the quote for replacement. No further info is available at this time.